Manufacturer narrative:
(B)(4). Date sent: (B)(4) 2013. Information not asked for but unknown or provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic hysterectomy, the electrode peeled away. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The device was received with the electrode detached from instrument and not returned. The ceramic was cracked but is still bonded to the lower jaw. Visual inspection under magnification was performed and evidence of active road was noted. Because of the missing electrode we were unable to test the full functionality of the instrument. Our manufacturing process verifies the presence and functionality of the instrument prior to shipping.